Manufacturer narrative:
The field service representative (fsr) replaced the batteries. The unit operated to the manufacturer's specifications. The suspect batteries were returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, product surveillance technician (pst) observed both batteries to show evidence of internal degradation and failed load testing. Both batteries measured at a typical 12.7 volts direct current (vdc). Conductance measurements were both failing at 308 siemens (s). After charging for 12.5 hours the batteries reached 13.4 vdc / 315s and 13.4 vdc / 316s, both failing. This is consistent with internal degradation of the batteries. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly

Manufacturer narrative:
(B)(4). Per fsr, during release testing the batteries dropped to 0.4688 amp hours (ah) at the end of five minutes. The system remained operating the entire test and returned to 18 ah after reaching float. The batteries were last replaced in (B)(6) 2014 and is serviced by the user facility.

Event description:
The field service representative (fsr) reported that during a notice of field correction (nfc), the batteries failed release testing. There was no patient involvement.